Manufacturer narrative:
Zoll has received the product for investigation. A supplemental report will be filed when the investigation is completed.

Event description:
As reported, during shift check, the autopulse platform (B)(4) prompted "system error, out of service, revert to manual CPR " error message during power up. No patient involvement.

Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR " message on the autopulse platform sn (B)(4) was confirmed during device power on and data archive review. It was determined that the root causes were due to combination of a defectives drivetrain motor and defective power distribution board (pdb). During visual inspection, no physical damage observed on the ap platform. The autopulse platform is a reusable device and was manufactured in november 2007. The device has been operating for nearly 11 years and has exceeded its expected serviceable life of 5 years. During archive data review, "system error, out of service, revert to manual CPR " message identified. Thus, confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR " message displayed upon platform power on. Thus, confirming the reported complaint. To remedy the issue, the drive train motor and pdb were replaced. The ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse serial number (B)(4).